Event description:
It was reported that during an unk procedure, clips were delivered across (scissored.) They did not hold on the tissue/ no vessel cut. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.